Event description:
It was reported that when the setscrew was tightened, a loss of atrial sensing occurred. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.